Event description:
It was reported that there was t-wave oversensing (twos) observed with the right ventricular (rv) lead, which was causing the patient's rate to drop below the programmed lower rate. Multiple attempts were made to reprogram the lead, but all failed. Eventually, the patient's cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced with a different device that had additional features, and the problem was resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.